Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: "showing tf code 431002 (blower disconnect) during ventilation". No patient involvementz.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.